Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an ileostomy reversal procedure on (B)(6) 2016 and suture was used. The fascia was closed using an interrupted technique. The incision was closed using interrupted technique. On (B)(6) the patient was returned to surgery due to fascial dehiscence and subcuticular evisceration. During the second procedure it was noted that each interrupted suture had broken at a point on the suture away from the knot. The skin stiches were intact. Another type of suture was used to close the fascia. The patient is reported to be discharged and doing well.